Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? Only a little bit (about half a centimer). If the device cut was the cut line complete? Yes what color cartridge was being used? Unfortunately, I do not know. The following information was requested, but unavailable: I am seeking clarification of your follow-up responses. Did the device fully cut the entire length of the reload? Or did the device partially cut (some of the tissue cut but not all)?

Event description:
It was reported that during a gastric bypass procedure, during the use of the device, it did not staple when using it in the procedure for the second time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.